Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's purple button fell off from the back of the instrument and hit the floor of the operating room during removal from the sterile packaging. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the purple button on the device fell off of the instrument and onto the floor of the operating room. The issue occurred during removal of the device from the sterile packaging. No patient injury resulted from the issue.

Manufacturer narrative:
Evaluation summary: two ls1520 devices were received for evaluation. The devices had not been used in the treatment or diagnosis of the patient. A review of the lot number reported indicates that the products were within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found that the purple activation button was disengaged from both devices. The reported condition was confirmed. The investigation found that the purple activation button was disengaged from the device body. No visible damage to the button or weld were found. Quality engineering has been notified of this type of failure before and it was determined that the disengaged purple activation button is a design issue. A design improvement plan has been initiated to address the disengaged purple activation button. The investigation identified the root cause of the reported event to be a design issue. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.